Manufacturer narrative:
Physio-control further evaluated the device. Proper device operation was observed during functional and performance testing. The reported issue could not be duplicated. A cause of the reported issue could not be determined. The device will be returned to the customer.

Manufacturer narrative:
(B)(4). Physio-control performed a physical evaluation of the device and the defibrillation electrodes that were used during the reported event. No obvious physical discrepancies were observed. There were no electronic patient records from the reported event. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their lifepak® 1000 defibrillator prompted 'connect electrodes' when they used it to resuscitate a patient. The quik-combo® adult pacing/defibrillation/ECG electrodes were applied to the patient's chest and connected to the device. The device however, prompted 'connect electrodes' continuously and would not recognize any patient connection. The ambulance crew had arrived approximately 17 minutes after the patient's collapse. They checked the electrode connection to the lifepak 1000 defibrillator and confirmed the connection to be ok. They removed the electrodes and used their own device and electrodes to administer four defibrillation shocks to the patient. During the time the ambulance crew were preparing their device for use, a policeman provided manual CPR to the patient. A second crew arrived and they used their device to shock the patient another two times. They stopped the resuscitation attempt after they diagnosed pupil fixation. Reportedly, after approximately 20 minutes of resuscitation, the ambulance crew decided to stop resuscitation attempts.